Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the safety shield did not retract to penetrate the tissue. The surggeon used another instrument to complete the procedure. No pt injury was reported.